Event description:
The customer reported that the insulin pump had calibration problems and that there were many errors. The device would shut down and there were variations between the blood glucose level and the sensor reading. The blood glucose level was 103 mg/dl and the sensor reading was 42 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.